Event description:
It was reported that a small volume folfusor experienced no flow. The device contained fluorouracil and was connected to a patient's PICC (peripherally inserted central catheter) line. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.